Event description:
See initial report.

Manufacturer narrative:
The previous report is invalid since the device was not correctly reported. The reported malfunction for this specific unit was already reported under medwatch # (B)(4).

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling during service. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.